Event description:
It was reported that during percutaneous transluminal angioplasty (pta) treatment, a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous common iliac artery and external iliac artery. The physician placed a non-bsc stent in the lesion. An 8.0 x 40/135 (4f) sterling monorail balloon catheter was advanced to post dilate the stent, inflated to 8atm and ruptured. The procedure was completed with a different device. No complications were reported and the patients' status is good.

Manufacturer narrative:
(B)(4).device evaluated my manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported the target lesion was severely calcified. The balloon was removed from the patient intact. The procedure was completed with an 8mm ultrathin diamond balloon catheter.